Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip( the reservoir tube lip completely broken off and test reservoir will not lock or click in place), missing reservoir tube -o-ring, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump reservoir compartment is broken off of the pump and cannot hold the reservoir in place. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting found that a piece of plastic is missing from the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.